Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision, asr xl acetabular system (right). Update - added reason for revision, implant date, products x 2 (stem and sleeve) taken from claimsuite dated (B)(4) 2014. Reason for revision: pain. Implant date - (B)(6) 2007.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt is scheduled for an asr revision to address pain (B)(6) 2011.